Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with noise on the ventricular and atrial channel. The noise was reproducible in the clinic, and thought to be from possible lead to lead interaction within the body. There were discussions of possible programming changes for the patient. No further information is available.